Manufacturer narrative:
1. The customer returned 3 photos, but did not return defective sample. The photos show that the connection between the extension tubing and the pp connector is bubbling (leaking), the sku is 383033, and the batch code is 2321739. 2. DHR/bhr review lot#2321739. 1-the products of this batch were assembled at intima ii auto line 2 in november 2022, and packaged at r240 package line in november 2022. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the connection between the extension tubing and the pp connector. Please see the attached test report. 4. Factors such as metal wedge (raw material) deformation, assembly gripping jaw wear or poor alignment may cause damage to the extension tubing in this part, resulting in leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photos show leakage at the connection between the extension tubing and the pp connector. The root cause of this defect cannot be determined as no abnormality is found on process and retained sample, no similar complaints have been received from other hospitals about this batch of products, and no defective sample is received for further examination.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm. The indwelling needle is found to bubble(leak) after placement with a crack in the catheter interface.